Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer declined to troubleshoot for the no delivery alarm. Customer's blood glucose was unknown. The customer's call was disconnected before further information was collected. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.